Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00930.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician was unable to detach a smart coil using the handle. Therefore, the physician used a new handle and was able to detach the same smart coil. The procedure ended at this point. There was no report of an adverse effect to the patient.